Event description:
As reported, approximately six years post right tha, a female patient was revised for poly wear and taken back for a poly liner exchange. The femoral head was removed, stem was well fixed, the liner was removed, and cup found to be well fixed. A new g1 xle lipped liner was implanted as well as a new biolox head. There was no breakage to the device. There was no surgical delay or prolongation. Patient was last known to be in stable condition following the event. The devices are not available for evaluation due to the hospital discarded the implants.

Manufacturer narrative:
Concomitant medical products: cocr fem head 32mm -3.5 offset 12/14 (cat# 142-32-93 / serial# (B)(4)) additional information, including the product investigation, will be submitted within 30 days of receipt.

Manufacturer narrative:
Concomitant medical products: cocr fem head 32mm -3.5 offset 12/14 (cat# 142-32-93 / serial# (B)(4)) additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
As reported, approximately six years post right tha, a female patient was revised for poly wear and taken back for a poly liner exchange. The femoral head was removed, stem was well fixed, the liner was removed, and cup found to be well fixed. A new g1 xle lipped liner was implanted as well as a new biolox head. There was no breakage to the device. There was no surgical delay or prolongation. Patient was last known to be in stable condition following the event. The devices are not available for evaluation due to the hospital discarded the implants.

Manufacturer narrative:
After further review of additional information received the following sections g3, g6, h2, h3, h6 and h9 have been updated accordingly. (H3) the revision reported may have been due to a combination of the risk factors such as use error, implant positioning, implant size selection, patient factors (fitness for surgery, biomechanics, activity level and local tissue oxidation potential), and/or surgical approach, which led to prosthesis wear. However, this cannot be confirmed as the devices were not available for evaluation and radiographs were not provided section h9 (z#s): z-2112 thru 2133-2021.